Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant products¿ oxford tibial tray size catalog 157720, lot 177450; oxford femoral small, catalog 161468, lot 221500.

Event description:
Patient underwent a revision from a partial to a total left knee prosthesis approximately six months post implantation due to unknown reasons.